Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was erratic with their touch response. The customer reported that the issue occurred during startup of the device, and that the touch response was erratic when entering the settings. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
Further information was requested, and the responder reported that the touchscreen was replaced, and the issue was resolved.